Manufacturer narrative:
The field service representative (fsr) verified the issue. He replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the batteries to meet specification and both be fully charged upon arrival. Both batteries arrived passing the minimum voltage and conductance values and once recharged were able to power the test platter for over an hour, passing the specification for battery discharge time.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the unit displayed a 'battery needs service' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the team had an incident with the heart lung machine (hlm) on (B)(6) 2021. During cardiopulmonary bypass (cpb), there was a message of 'battery needs service' on the central control monitor (ccm) screen. They finished the case without incident and then took the pump out of service. There was no delay in completion of the procedure, no blood loss, and no patient harm.

Manufacturer narrative:
The reported complaint was confirmed. Per log review: the system log goes back to 18aug2021 and the power manager was reporting last measured discharge (lmd) was low ( less than 18 amp hours). This will cause the reported message of 'battery needs service - full backup may not be available'. This was corrected on 24aug2021 when the batteries were replaced and 'new battery' was pressed. The log does confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.